Manufacturer narrative:
Device received with blank display due to moisture damaged electronic assembly. Also moisture damage motor and vibrate motor during visual inspection. Unable to perform operating current test, unexpected restart error test, self test and displacement test due to blank display.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display and was not working. The customer¿s blood glucose level was 155 mg/dl. The customer stated that the insulin pump was not working and fluid under screen. The customer was advised that the pump will need to be replaced. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The insulin pump will not be returned for analysis.